Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Based on the analysis, the alleged screen on and notifications issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. In addition, it was reported that the touchscreen became frozen on the cgm error and the wake button was unresponsive. There was no impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.